Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported receiving several alarms yesterday regarding no delivery. The customer has completed a set change and reservoir change twice, but their blood glucose remained high. The customer's blood glucose was 416 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting did not find any leaks or air bubbles present. It was also found the insulin pump passed a high pressure test. The customer's blood glucose was 444 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.